Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant low flow breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was visually inspected and pressure tested. Results: visual inspection revealed a crack in the swivel wye connector. The circuit was pressure tested and the result was within specification. A lot check revealed no other complaints for lot date 131104. Conclusion: we were unable to determine definitively the root cause of the reported damage; however, the damage to the swivel wye connector suggests that it sustained physical damage. All rt226 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions that accompany the rt226 infant low flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via our distributor that the swivel of an rt226 infant low flow breathing circuit was broken.this occurred prior to patient use.